Event description:
It was reported that when the external pulse generator (epg) was connected to a patient, the epg had stopped. The low battery indicator had not flickered. The epg was then turned on and it restarted. However, the epg stopped again the next day. The epg was then exchanged for another one and the voltage of the battery was noted to be normal. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed functional testing but it was noted that the battery contacts were dirty. (B)(4).